Event description:
The customer reported, "haze/oil mist". The customer stated, that there were no physical complaints related to the oil mist. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter. He ran an empty standard cycle. The unit met manufacturer specifications.